Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrode has been detached with a rounded edge on the minute portion of the remaining electrode leg. There is discoloration on the tip with scuff marks present on the spacer. There is a significant amount of scratch marks on the black shrink tube with a slight bend in the shaft near the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings in which plasma was observed on the remaining electrode leg. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Corrected investigation results -- visual inspection under magnification shows the electrode has been detached with a rounded edge on the minute portion of the remaining electrode leg. There is discoloration on the tip with scuff marks present on the spacer. There is a significant amount of scratch marks on the black shrink tube with a slight bend in the shaft near the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings in which plasma was observed on the remaining electrode leg, and the device as intended. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be used error. No further investigation is required at this time.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported the wand wasn't working properly and the wand tip was broken and hanging to the tissue.